Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear dialzyer. Following a blood leak alarm, the nurse observed the dialyzer was broken. There has been no additional information provided with regard to this event.

Event description:
Confirmation there was an internal blood leak from a broken fiber.